Event description:
The field engineer reported that the system displayed multiple error messages that rendered the system unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board connector was cleaned and reseated, and the battery was replaced. The system was then found to be operating as intended.